Event description:
I own and regularly use a respironics remstar plus m series model # 200m CPAP machine with model #1051158 humidifier. The humidifier recently stopped working. I did some research and found out a voluntary recall had previously been issued from phillips respironics regarding the humidifier. I contacted them and they told me though I had an affected model, my serial number was not included. They offered no real help so I took it apart to see if it had the same damage as the other units that had been affected. When I found was alarming. I found what appears to be evidence of an internal fire in the machine. The connector for the humidifier heater is blackened and melted, the plastic housing is melted and the wires also melted grooves into the plastic housing this is concerning since it is right next to my head. I was breathing through it and it is in our home only used at night. While I do not believe I was injured, this occurred during my sleep so I an unaware of any external signs such as smoke, or if I inhaled smoke. I can provide pictures, or the unit itself. However, I am concerned there is a larger problem here and these units should be recalled officially. Respironics did take these details from me, but offered no support for replacement of the product. It is out of warranty, however, given the gross expense of these devices, I would expect them to be more concerned and take more action. The fact that this has occurred before need to be addressed also.